Event description:
It was reported by service report that the head end lift was stuck in mid height and bed lost all the electrical functions. No patient involvement or adverse consequences are reported.